Event description:
Patient was getting a redo check message on the meter. Patient was not experiencing any symptoms at the time of concern. Patient ate food and/or drank beverage after trying to use the meter. Patient did not seek medical attention or call md. Customer service walked patient through a check strips test and it passed. However when patient tried to do a blood test meter prompted a not ok message. Customer service was unable to resolve the not ok message and sent patient a new meter.